Event description:
It was reported that this pacemaker recorded a pacemaker mediated tachycardia (pmt) episode and patient had been feeling palpitations and heart racing. In addition, the pmt appeared to be sinus driven. As of this time, this pacemaker remains in service. No adverse patient effects were reported.